Event description:
It was reported to nova biomedical that a consumer rec'd blood glucose readings of 420 mg/dl and 480 mg/dl on their blood glucose meter and then rec'd readings of 150 mg/dl and 120 mg/dl on another brand of meter within a five minute time period. The difference in the readings was considered to be clinically significant. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical has received the return of the device for eval. Should any significant findings to be a result of that investigation, a follow-up report will be filed.